Manufacturer narrative:
(B)(4). The customer was sent a replacement battery. No parts were returned for evaluation; therefore, a root cause could not be established.

Event description:
It was reported that the ventilator battery failed. There was no patient involvement. The event date was not specified; estimate used.